Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited noise. The patient presented to the clinic and the noise was reproduced with isometrics and pocket manipulation. When the physician attempted to revise the lead, he noticed an insulation abrasion. The lead was explanted and replaced.